Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer reports a phlebotomist drew blood and upon removal from the pt's arm, the needle broke off or dislodged from the device. The phlebotomist removed the needle from the pt's arm. There were no injuries to either the pt or the phlebotomist,

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.